Event description:
A user facility reported that during use of the lma it would not hold air. It was reported that there was no pt injury or problem. The user facility returned the lma for evaluation.